Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 09jul2024.

Event description:
Healthcare professional reported left side "swell, firmness, and rupture." Healthcare professional additionally reported "seroma." Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side "swell, firmness, and rupture." Healthcare professional additionally reported "seroma." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema, visibility/palpability.

Event description:
Healthcare professional reported left side "swell, firmness, and rupture." Healthcare professional additionally reported "seroma." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture, edema and visibility/ palpability was requested on 08-may-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe as it is not related to the device. Visibility/ palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observe opening on posterior side assessed as fold flaw opening. Edema: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure wear abrasion, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "swell, firmness, and rupture." Healthcare professional additionally reported "seroma." Device has been explanted and replaced with non-abbvie device.